Event description:
Facility discovered that the fixation bolt on the minerva lift suffered from severe and abnormal wear and tear. Although no incidents occurred, this could potentially evolve into a safety risk for residents and users.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.